Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath tubing had been stretched and perforated at the manufactured curve. The shape of the perforated material was consistent with the shape of the dilator distal tip. Both the formed curve and sideport orientation of the sheath were consistent with specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage to the sheath is consistent with forcible contact between the dilator and the inner diameter of the sheath during dilator insertion. The cause of the forcible contact remains unknown.

Event description:
During the ablation procedure, a sheath puncture occurred. When the dilator/needle assembly reached the end of the sheath, it made an unusual movement, the dilator/needle assembly was withdrawn, the wire was advanced and the sl1 sheath was removed. A hole was noted in the proximal end of the sheath. The sheath was replaced and procedure completed without incident.